Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2025 and suture was used. The needle and suture had come off during use in fascia suturing of the wound closure. It was a control release needle. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem. Additional h6 component code: g07002 unable to investigate further. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle, a suture, and seven needle-suture combinations outside the foil packet. The product code zb740 is control release and contains eight strands per packet. Upon initial inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was observed. The suture was examined, and the insertion mark could not be observed. However, as the product is control release and per the conditions of the detached needle and suture, it could not be determined the assignable cause. In addition, seven needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The product code zb740 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.